Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. First name unknown / not provided.

Event description:
It was reported that the implant fractured on the middle third with edema, inflammation and pain. Tooth location 24.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A full osseotite® implant 3.75 x 11.5mm (item # fos311) was returned for investigation in two pieces, with the upper portion still connected to its crown. Visual inspection of the as returned product identified clearly evident fractures that have broken the implant into two pieces. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2013111564). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2013111564) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction (fracture) did occur and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.